Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was randomly vibrating. Reportedly, the pump did not declare any alerts or alarms which would cause it to vibrate. Tandem technical support advised the customer that the pump will vibrate when the buttons are interacted with. However, the customer did not acknowledge this information. There was no reported impact to the customer's blood glucose level.